Event description:
Inserted IV into racu and received a flash of blood. Tried to advance the catheter but it was only advanced a little bit. After putting the t-connector on the IV. Tried to flush it with saline, but noticed arm puffing up. So started to take the IV out and when doing so, it snapped off leaving a piece inside the pt. Required surgical removal.